Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported there was a return of symptoms. The patient woke up at 3am with "all sorts of pain" and a burning sensation in the feet. There were no falls or trauma related to the issue. The patient had the ability to change stimulation. Increasing and decreasing the stimulation did no resolve the issue. The patient increased the stimulation and it masked the pain but between pulses he could feel the pain and burning. The patient did not have another group to try, but he had one group for his back and one for his legs. Trying another group did not resolve the issue. It was confirmed that this was the pain the device was implanted to treat. The indications for use included chronic low back pain and spinal pain. Additional information received from the consumer reported no step were taken to resolve the loss of therapeutic effect and the patient was still suffering from horrible foot pain. If additional information is received, a follow-up report will be sent.

Event description:
The consumer reported that he met with his health care provider and was given pain medication. The consumer also reported that they are still in pain. Should additional information be received, a follow up report will be sent out.